Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the in relationship to the dysfunctional mattress on (B)(6)2025, on the day shift, the rn noted that the flow rate was about 0.9 l/min in an arctic sun device. They checked the connection and tubing for kinks. There was adequate water in the machine. That night, the flow rate continued to progress down to 0.1-0.2 l/min. The alarm rang. The staff tried to correct it themselves with the same measures. Being unable to do so, they contacted the help desk at the company. After working with them for several minutes and being unable to fix it, the technician told them to replace the mattress. The new mattress had an adequate flow rate and told them to put the mattress aside for which they did and have it to return for credit per the technician.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the in relationship to the dysfunctional mattress on (B)(6) 2025, on the day shift, the rn noted that the flow rate was about 0.9 l/min in an arctic sun device. They checked the connection and tubing for kinks. There was adequate water in the machine. That night, the flow rate continued to progress down to 0.1-0.2 l/min. The alarm rang. The staff tried to correct it themselves with the same measures. Being unable to do so, they contacted the help desk at the company. After working with them for several minutes and being unable to fix it, the technician told them to replace the mattress. The new mattress had an adequate flow rate and told them to put the mattress aside for which they did and have it to return for credit per the technician.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. Based on the results of the investigation no additional actions are required at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in relationship to the dysfunctional mattress on (B)(6) 2025, on the day shift, the rn noted that the flow rate was about 0.9 l/min in an arctic sun device. They checked the connection and tubing for kinks. There was adequate water in the machine. That night, the flow rate continued to progress down to 0.1-0.2 l/min. The alarm rang. The staff tried to correct it themselves with the same measures. Being unable to do so, they contacted the help desk at the company. After working with them for several minutes and being unable to fix it, the technician told them to replace the mattress. The new mattress had an adequate flow rate and told them to put the mattress aside for which they did and have it to return for credit per the technician. Per follow up information received via task on 01apr2025, the pad was transferred to a representative. Patient used a new neonate pad. Messaged representative for information on teams chat. They were picked up and disposed of, as they did not receive clear instruction of how to return the product.

Event description:
It was reported that in relationship to the dysfunctional mattress on (B)(6) 2025, on the day shift, the rn noted that the flow rate was about 0.9 l/min in an arctic sun device. They checked the connection and tubing for kinks. There was adequate water in the machine. That night, the flow rate continued to progress down to 0.1-0.2 l/min. The alarm rang. The staff tried to correct it themselves with the same measures. Being unable to do so, they contacted the help desk at the company. After working with them for several minutes and being unable to fix it, the technician told them to replace the mattress. The new mattress had an adequate flow rate and told them to put the mattress aside for which they did and have it to return for credit per the technician. Per follow up information received via task on 01apr2025, the pad was transferred to a representative. Patient used a new neonate pad. Messaged representative for information on teams chat. They were picked up and disposed of, as they did not receive clear instruction of how to return the product.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.